Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 380 mg/dl and sensor glucose was 280mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at xxx mg/dl. It was reported that the customer had high blood glucose levels of 380 mg/dl at the time of incident and there was air bubbles inside the reservoir and tubing. The customer was advised to change the infusion set and reservoir. Product is not expected to return for analysis.